Manufacturer narrative:
Analysis of the proximal connector revealed slight charring on the sma pin. Such charring can be experienced when a fiber is used with a misaligned laser. The noted melted portion of the blue connector found on the mid section of the dislodged sma pin and the missing fiber core is indicative of the fiber being overheated, likely during reprocessing. It is not possible to make an conclusive evaluation since the entire device was not returned. Based on the evidence noted, it is likely that there were no manufacturing faults noted with the fiber and the fiber failed due to use with a misaligned laser or during mishandling upon attempted reprocessing. Issue occured in (B)(6). This device is not currently cleared or marketed in the USA by dornier, thus no 510(k) is referenced. Dornier does market similar devices which are cleared for sale in the USA.

Event description:
Fiber break reported in (B)(6).